Event description:
Product packaging incorrect- production identifier (pi) in the barcode, for both box and unit labels, contain incorrect data. The expiration date in the barcode pi for the units/box of tourni-cots that you received show the date of manufacture, rather than the expiration date. This error causes our product to appear expired on the day they were manufactured when you scan the barcode or review human readable pi to check the expiration dates. The true expiry date is three (3) years after the date of manufacture and shown correctly in the expiration date field at the top of the label.